Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was shattered. Reportedly, customer was unable to interact with some screen selections due to the glass being exposed. However, customer continued to use the pump for insulin therapy. There was no impact to blood glucose.